Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards receive notification from our affiliate in australia. As reported, it was a case of a 26mm sapien 3 ultra valve, implanted in aortic position by transfemoral approach. There was no significant calcification at the left ventricular outflow tract (lvot), no protruding calcification in the whole complex. During the procedure, the balloon of the commander delivery system burst right after the valve was deployed. However, the valve was successfully deployed. The esheath distal tip was damaged during withdrawal when retrieving the commander delivery system inside the esheath. Everything removed from patient. No missing pieces were observed in the balloon after withdrawal. The patient did not experience any vascular damaged. As per medical opinion, the root cause of the balloon burst was caused by the calcium and the withdrawal difficulty was caused when bringing the commander delivery system with burst balloon into the esheath.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was unable to be confirmed as the device was not returned and no applicable imagery was provided. Available information suggests that patient factors (calcification) likely contributed to the event as per event description the patient have presence of calcium at the lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty through sheath was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the provided imagery indicated the sheath's liner delaminated. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03817.